Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of filter leaking and also back flow could not be verified due to the product not being returned for failure investigation. Device history record review for model 11532269 lot number 22115693 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported while using bd alaris pump module smartsite low sorbing infusion set backflow occurred. There was no report of patient impact. The following information was provided by the initial reporter: describe the event or problem: taxol stopped. Leaking fluid from filter in taxol tubing. Blood back flowed into main IV line. New ivf (intravenous fluid) tubing hung. Taxol tubing disconnected.

Event description:
It was reported while using bd alaris pump module smartsite low sorbing infusion set backflow occurred. There was no report of patient impact. The following information was provided by the initial reporter: describe the event or problem: taxol stopped. Leaking fluid from filter in taxol tubing. Blood back flowed into main IV line. New ivf (intravenous fluid) tubing hung. Taxol tubing disconnected.

Manufacturer narrative:
Patient¿s birthday was not provided, (B)(6) 1951 was used based on age of patient. The initial reporter also notified the FDA on 17-apr-2023. Medwatch report # mw 4500440000-2023-8028. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.